Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received unspecified sensor scan results that were higher than unspecified readings obtained on another adc device and experienced a loss of consciousness. Customer had contact with a healthcare professional (hcp) and received treatment of glucose. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the adc device. Customer received unspecified sensor scan results that were higher than unspecified readings obtained on another adc device and experienced a loss of consciousness. Customer had contact with a healthcare professional (hcp) and received treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (derial no) has been updated from (B)(6) to (B)(6) based on the returned product. Section d4 9device expiry date) & (device mfg date) have been updated based on the returned product download. Sensor (b)(6(was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor not being properly inserted. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. The returned battery was measured to be within specification. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned puck and did not observe any evidence of misuse or abnormalities. The returned puck was de-cased and observed no issues with the puck's components or sensor flag. Performed an source measure unit (smu) test and observed the returned puck to have electrical current and temperature values within specification, indicating no accuracy issues were present in the returned puck and that the puck's thermistor was fully functional. Observed the returned puck's poise voltage values within specification, indicating no issues with electrical signal lines integral to the glucose reading process. No abnormalities were observed during testing. The returned puck passed all testing, and no evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. In addition the DHR for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.